Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported there were no interventions needed and the patient's weight was unknown. It was noted the motor stall was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The indication for use was non-malignant pain. It was reported the patient had an MRI, on (B)(6) 2020, and now was seeing the code 8476 on the personal therapy manager, ptm. There was no alarm mentioned and it was unknown if it had been less than 2 hours since patient exited the MRI. The caller redirected to follow-up with their hcp to consult pump stall. No symptoms were mentions.